Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
No button error alarm noted. The device was received with intermittent button response due to corroded keypad traces. No unexpected audio beep anomaly or display anomaly noted. The device was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, and missing end cap sticker.

Event description:
It was reported the customer received a button error alarm on their insulin pump. The customer also reported a black circle on their insulin pump's screen. The customer also stated their button error alarm persisted after removing their battery for 30 minutes. Customer's blood glucose was 153 mg/dl. No additional information provided.